Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 18feb2020.

Event description:
The customer reported the unit is constantly rebooting and declared multiple errors (35 volt failure, alarm light emitting diode (led) failure, check ventilator). It is unknown if the device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
G4: 14apr2020 b4: (B)(6) 2020. Upon investigation it was determined that this MFR report #2031642-2020-00540 is a duplicate of an event previously reported under MFR report # 2031642-2020-00351. Any additional information will be submitted under the initially reported MFR#2031642-2020-00351 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 14apr2020 b4: (B)(6)2020. Upon investigation it was determined that this MFR report #2031642-2020-00540 is a duplicate of an event previously reported under MFR report # 2031642-2020-00351. Any additional information will be submitted under the initially reported MFR#2031642-2020-00351 submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.